Manufacturer narrative:
The subject device was returned to olympus germany site service center and is being shipped to legal manufacturer (olympus barlett site) for evaluation; therefore the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the distal end cap of the device sheath was found separated. The issue occurred before use and was not used during a procedure. No further details were provided regarding the event. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. The root cause of the reported event could not be determined as the device was not returned to the olympus OEM. Olympus will continue to monitor the field performance of this device.